Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that a part of the cannula can be moved. This should not happen. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The cannula was returned and evaluated. Failure analysis found a weld defect. The cannula was inspected and it was observed that the tube can move with respect to the bowl feature. The weld that joins the tube and bowl was cracked around the circumference. As orientation of the tube relative to bowl is critical to function of item, the cannula cannot be used. No other damage was found.